Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital after receiving a vibratory alert. The device was found to be in backup vvi reset mode. A device download was performed successfully to restore the device. The patient was stable and asymptomatic before, during and after the download and will be followed normally.